Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there have been no other incidents reported for the lot. The user also reported no issue while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the patient was sick, old and fragile and had severe functional mitral regurgitation (fmr). Difficulty grasping the leaflets per the submitted information was due to visualization as the procedural image quality was not good. It further stated that the difficulty grasping leaflets was also attributed to patient anatomy, as the patient had a strong deviation of the heart axis due to history of cardiac surgeries, and the pathology of the leaflets. Based on the information reviewed, the reported difficulty grasping leaflets appears to be related to procedural conditions and not a product quality deficiency. Reportedly tissue damage (anterior mitral leaflet perforation) was due to the pathology of the leaflet and the cardiogenic shock was a secondary effect of the tissue damage. The patient fragile condition, cardiogenic shock and the procedure most likely contributed to the hypotension. Per the submitted information, the death was due to the patient overtaken by the cardiogenic shock. It was stated by the physician that the mitraclip device did not cause or contribute to the reported death; however, the procedure may have contributed to it. The reported patient effects of death, hypotension, vascular trauma, and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There was no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor and the reviewer stated that the patient, per the reported information, was sick, old and fragile along with severe symptomatic fmr. The patient had additional procedural risk of morbidity and mortality associated with the underlying hemodynamic instability. After the first clip was implanted, there was an anterior jet originating from the anterior leaflet attributed to the poor tissue quality may have resulted in perforation of the leaflet. There was no evidence of device deficiency or malfunction in causing or contributing to this effect. It was further stated that, five days after the procedure the patient expired due to cardiogenic shock refractory to inotropic medication. The underlying condition of the patient and cardiogenic shock, along with the procedure itself, were likely contributory to the hypotension. There was no evidence of device deficiency or malfunction in causing or contributing to the shock and subsequent death, and this is supported by the treating physician opinion. However, the procedure itself likely was too stressful on the already compromised cardiac system and was contributory. It is not the mitraclip procedure specifically, but as often is the case clinically, any intervention or procedure can increase the mortality risk in a patient who already is severely debilitated.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the date patient expired was (B)(6) 2014, not (B)(6) 2014 as previously reported. No additional information was provided.

Event description:
This report is filed for mitraclip ((B)(4)). During clip deployment, a possible perforation of the anterior mitral valve leaflet occurred. A few days post procedure the patient expired due to cardiogenic shock. It was reported that on (B)(6) 2014, during a mitraclip procedure, due to a bad imaging quality and strong deviation of the heart axis (patient had a history of cardiac surgery), grasping the leaflets with the clip ((B)(4)) was difficult. After the clip was placed on the functional mitral valve leaflets, the mitral regurgitation (mr) grade was partially reduced. However, just before starting the deployment steps, the mr worsened. The transesophageal echocardiogram left ventricle outflow tract (lvot) imaging showed a jet in the anterior mitral leaflet (aml) that was originating anteriorly to the clip. The jet was diagnosed as a probable perforation in the aml. In the opinion of the physician, the perforation was due to the "bad quality" of the leaflet tissue. The clip was opened, repositioned in the center of the valve and was deployed. A second clip ((B)(4)) was then deployed medially to the first clip. The functional mr grade was reduced from 4 to 3-4. Post procedure the patient was clinically stable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. After the mitraclip procedure the mitral regurgitation remained medium in degree (3 over 4+) and stayed stable over the next days. Soon after the mitraclip procedure, the patient was naturally intubated, needed intra-aortic balloon pump and high dosage of inotropic support (adrenalina 0.3gamma/kg/min and glipressin and furosemide 1 gr./die), always with preserved diuresis. On the third day, the patient was doing very well, extubated with low dosage of inotropes (only adrenaline 0.05 gamma/kg/min) and was ready for discharge to the general ward. That night, patient suddenly experienced hypotension and was unresponsive to a full dosage of inotropic support and died on (B)(6) 2014. The degree of mitral regurgitation had not changed. The cause of death was reported as cardiogenic shock non responsive to inotropic support in debilitated patient. The physician stated that because of the patient condition (very sick, old and fragile), sudden hemodynamic crash after extubation, and weaning from inotrope without variation of mr),it is possible that, even with an optimal procedure result, the death could not have been excluded. In the opinion of the physician, the mitraclip device did not cause or contribute to the death, but the mitraclip procedure contributed, as the procedure was a maximum stressor. The physician also stated that maybe also with an optimal result, the exitus of this patient could be inevitable. No additional information was provided. Concomitant medical products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, clip delivery system ((B)(4)). The mitraclip remained implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.